Manufacturer narrative:
The pump passed the displacement test, active current measurement test, sleep current measurement test and self-test. Unit successfully communicated to test mobile phones, iphone and android. No lost connection to test mobile phones noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, failed battery test alarm on 01/27/2025 13:24:47.000 and power loss alarm on 01/27/2025 13:25:58.000 were found in the history files. Pump error 49 was found in the history files on 01/27/2025 13:24:47.000. Pump was cut open to perform visual inspection and found moisture damage to the pcba 1 and pcba 2. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and keypad overlay texture damage. Pump error 49 was not confirmed. Failed battery test was not confirmed. No communication to mobile was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 49 (history pointers failed. The history pointers are corrupted), failed battery test, a loss of communication between pump and mobile application. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer requested assistance with pump programming. Assisted customer with requested programming. Customer reported being unable to pair device(s) with pump. Assisted with steps to pair but pump gave "device not found" message. Customer reported that battery cap contacts and battery compartment are not damaged or corroded. Customer was not able to clear the error. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.